Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer changed the battery and the battery cap and issue was not resolved. The customer's blood glucose is normal and didn't require medical treatment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.